Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the white blood count (wbc) shifted high on "6c" controls and the patient control. The fse adjusted the wbc calibration factor resolving the issue. (B)(4).

Event description:
The customer reported the dxh800 analyzer generated erroneous high white blood cell (wbc) results on the patient control compared to the customer's backup dxh800 analyzer. There were no erroneous patient results reported out of the laboratory as the issue occurred on the patient control only. The customer had not cycled patient samples on the instrument during the event.